Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited no sensing and intermittent r wave sensing. There was no atrial capture and there was atrial lead capture noted in the ventricle. On (B)(6) 2017, the patient presented for lead revision. It was believed that there was dislodgement which was likely noted via imaging. The lead was successfully repositioned. Patient was noted to be asymptomatic during a follow-up visit on 01/09/2018.